Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the clinic with complaints of discharges form device. Patient received inappropriate therapy for af with rapid ventricular response. Patient was administered medication and was scheduled to return to the clinic for routine follow-up.